Manufacturer narrative:
A trumpf medical technician inspected the lamp head's handle adapter and found the device to operating to specification.

Event description:
Account alleged that a multiuse handle on an trulight lamphead failed to secure to the handle adapter following sterilization. No injury was reported.